Event description:
It was reported that the patient was experiencing chest pain and hypoesthesia. Both events were marked as serious adverse events, they were assessed as possibly related to the device and have not recovered/resolved. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Update was received indicating that the subject was hospitalized for these events. Both events required the subject to undergo diagnostic examinations and/or tests, observation, and was subsequently referred to neurology for further evaluation. An update was received changing the reported chest pain to be termed "non-cardiac chest pain." No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.